Event description:
Device analysis revealed that the (B)(4) coating was peeled. There were no reported clinical consequences to the patient.

Manufacturer narrative:
(B)(6). The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire was bent at 5.0cm from its distal end and slightly bent at 55.0cm from its proximal end. The guidewire (B)(4) coating was found peeled/scraped off on several places 38.0cm from the proximal end and from the condition of the guidewire it appeared that the torque device had been dragged down the guidewire (B)(4). The torque device was on the guidewire and there was scraped (B)(4) coating residue on the torque collet. No other anomalies were found with the guidewire. The guidewire dimensions were found within specifications. During functional testing, friction was encountered during advancement of the guidewire through a test microcatheter likely due to anomalies observed. The cause and relation of the observed bends cannot be definitively determined; however, the observed peeled/scraped (B)(4) coating is believed to have occurred from an insecurely tightened torque device. The dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
Device analysis revealed that the polytetrafluoroethylene (ptfe) coating was peeled. There were no reported clinical consequences to the patient.